Event description:
Further follow-up indicates effective therapy has been restored. Issue resolved.

Event description:
It was reported the patient did not recharge the ipg as recommended. As a result, the patient underwent surgical intervention wherein the device was explanted and replaced.